Event description:
It was reported that the patient received multiple shocks, and that there was fast battery drainage within one year. We are conducting follow-up to clarify details of this event. The device was explanted and replaced. No further patient complications have been reported as a result of this event. Follow-up determined that the shocks were appropriate and due to a vt (ventricular tachycardia) storm.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): we did receive performance data from the device and have analyzed the data. Time of rrt (recommended replacement time) on (B)(6) 2011. Two - vf (ventricular fibrillation) <= 200 msec average v-cycle on (B)(6) 2010 and (B)(6) 2011. Upon analysis, normal battery depletion was found.

Event description:
It was reported that the patient received multiple shocks, and that there was fast battery drainage within one year. We are conducting follow-up to clarify details of this event. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): we did receive performance data from the device and have analyzed the data. Time of rrt (recommended replacement time) on (B)(6) 2011. 2 - vf (ventricular fibrillation) <= 200 msec average v-cycle on (B)(6) 2010 and (B)(6) 2011.